Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported difficulty tracking during refractive laser treatment. Additional information received; there has not been any patient harm. The surgeon is able to make adjustments for tracking.

Manufacturer narrative:
Additional information provided. During an onsite visit, the fse (field service engineer) replaced processor board and control panel. Fse successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a faulty processor board and a faulty control panel. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.10. Both samples received and failure investigations were performed. No malfunction could be confirmed. So no problem was found with replaced parts. No problem was found with replaced parts. The manufacturer internal reference number is: (B)(4).